Manufacturer narrative:
Siemens has initiated a technical investigation of the reported event to identify the root cause of the audio system disturbance. A supplemental report will be filed upon investigation completion.

Event description:
It was reported to siemens that after injection of a contrast medium during a routine CT scan, the patient started to choke on the patient table of the somatom system. Over time, the patient's condition deteriorated further. The patient required cardiopulmonary resuscitation to revive him. The situation appeared to be a serious allergic reaction to the contrast medium. The patient was stabilized without any permanent health consequences. The user alleged that the intercom system used to communicate with patients during examination, was emitting noisy feedback during the examination, and disturbed communication between the user and the patient. The user reported the communication interference may have contributed to the user missing the first signs of the patient's allergic reaction and distress. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens completed the technical investigation of the reported event. The investigation identified a sporadic problem with the firmware of the audio algorithm library. The implementation of the solution is planned for the installation of service pack sp05 for software version va30a. As a workaround, the customer was instructed to restart the system and enable the hear button at the control box once the system has been restarted. The noise can be identified immediately after the restart before the patient examination. In some cases, a second restart may become necessary to temporarily solve the issue. Furthermore, there is no direct relationship between the contrast media reaction of the patient and the malfunction of the intercom system.